Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the high definition lcd monitor exhibited a connector failure. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the phenomenon power of the device is intermittently disrupted occurred due to faulty power supply printed circuit board, also, the phenomenon hard to connect serial digital interface connector occurred due to faulty circuit board. Olympus will continue to monitor field performance for this device.